Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller wanted to be walked through on how to adjust stimulation a couple notches because the patient had a return of tremors. It was confirmed to have happened a couple weeks ago at the end of november. It was also stated that the patient had a fall around that same time and slid down the bathroom wall and couldn¿t get back up until the caller got home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-23 from the patient's family member. They called asking for assistance using the patient programmer (pp) because they wanted to increase the amplitude again due to ongoing tremors. The patient was not present for the review of pp use. They were emailed a quick guide and it was reviewed for them to call back if needed. Additional information was received on 2019-dec-27 from the patient's family member. They stated that the patient was still experiencing tremors and they wanted to increase the stimulation. They were walked through how to adjust the stimulation and were seeing upper limit. The patient was still experiencing tremors. They were redirected to contact their healthcare provider (hcp).